Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. Analysis ran priming in pump at 55.0 units. Infusion set failed per specification. The infusion set found occluded at tubing quick release connection septum side. Also performed visual inspection and found infusion set with bent cannula. Analysis was unable to confirm damage due to customer returned the infusion set opened and used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a bent cannula on the infusion set. The customer's blood glucose was 163 mg/dl at the time of incident. The infusion set will be returned for analysis.